Event description:
It was reported that the account has had issues with the ligamax device in the past. No specific details were provided other than scissored clips.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Attempts were made to obtain additional information regarding the details of the past issues; however, the account did not have any further information. The rep instructed the account to report any future complaints. If further details are received at a later date, a supplemental medwatch will be sent.